Manufacturer narrative:
Not returned.

Event description:
Implant were placed and temporized. They became scar encapsulated after micro movement from patient's bruxism. Implants failed to osseointegrate and were removed. Tooth #6.